Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary 2. Section d1/d2a/d2b & d4 - product material has been changed from mmt-7841 to mmt-7841zn and updated brand name, product code & common device name, model number, catalog number, serial number, lot number and primary UDI number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- it was reported to medtronic minimed that the customer reported lost sensor signal, received sensor updating alert and calibration not accepted alert. The event involved product(s) mmt-7841zn. No product return is required for mmt-7841zn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between insulin pump and transmitter, received sensor updating alert and calibration not accepted alert. The customer reported no adverse event. The event involved product(s) mmt-7841. Customer declined troubleshooting for loss of communication issue. Troubleshooting was partially performed for sensor alert. No harm requiring medical intervention was reported. No product return is required for mmt-7841.